Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely for routine follow-up. Upon interrogation, it was noted that the patient's pacing lead impedance had increased, doubling the baseline value. All other electrical measurements were stable. It was decided to continue monitoring the lead.